Event description:
It was reported the pt was unable to recharge the device. The pt experienced no stimulation and a return of pre-existing pain. X-ray results showed the ins had flipped as the leads were noted coming out of the left side of the ins. The ins was revised. The pt recovered without sequela.